Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not start. As part of troubleshooting, the fse reviewed the logs and identified failures related to the flex vision pc, which was unable to communicate with the host pc. The fse replaced the flex vision pc and its hard disks and returned the defective flex vision pc for analysis. The analysis found that the flex vision pc memory module was defective. After replacement, the system was returned to service in good working order. The codes were updated based on the investigation outcome.